Event description:
A report was received that the patient was experiencing discomfort because the ipg was in an uncomfortable spot. The patient underwent a revision wherein the physician replaced the patient's two ipgs with one new ipg and relocated it. Device malfunction was not suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110, serial#: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.